Event description:
The physician reports performing cataract surgery with implantation of the crystalens iol in the pt's right eye. One month postoperatively, the pt noticed a gradual change in vision with induced astigmatism. Preoperatively, the pt's bcva was 20/50 with - 1.50 sph. Postoperatively and prior to intervention, the pt's bcva changed to 20/30-1 with plano + 0.75 x 105. A yag capsulotomy was performed and bcva improved to 20/20 with plano + 0.50 x 105.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B) (4).